Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device by the complaint handling unit revealed the returned drill bit with fluted end was broken into 3 pieces. The returned drill bit was investigated. The fluted end of the drill bit is broken in 3 fragmented pieces. There could be a number of contributing factors that resulted in the breakage of the drill bit in such a manner, as it appears the drill bit just shattered. However, it is very likely that the damage may have been due to the drill bit hitting off the guide wire as the surgeon reported, as these drill bits are fragile at only 2mm. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon placed the drill sleeve with the cannulated drill bit over the guide wire used for a radial styloid process fracture as provided in the technic guide, but the drill bit became stuck. The guide wire, drill bit and drill sleeve were all removed from the patient, then the surgeon discovered that the tip of the drill bit was broken. Most of the broken pieces were removed from the patient, however, one broken piece (2.6mm) could not be removed. There was a surgical delay of 15 minutes, and the surgeon reported that there was no adverse consequence to the patient. This report identifies a drill bit. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.